Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the abdomen. The patient reported he was hospitalized for 4 days from on (B)(6) 2023 for overdosing himself with insulin. He was treating himself with insulin according to high inaccurate cgm readings. The cgm and bg values were not documented. The patient said he went to the hospital mainly because of unspecified side effects of insulin overdose. The treatment for insulin overdose was not specified. Of note, the patient was also treated for unrelated hyperparathyroidism and resulting hypercalcemia with diarrhea. There was no documentation of further medical evaluation or intervention for insulin overdose. At the time of the report, the patient's condition was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.